Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, prior to firing, the adapter dislodged from the shell and the user had to take off the reload and re-secure three times. There was no patient injury.